Event description:
It was reported on (B)(6) 2025 that the user experienced hyperglycemia reported at 401 mg/dl while using the ilet system, initially attributing the event to ineffective tubing; device data indicated the insulin reservoir was depleted and the cartridge was not replaced for an extended period thereafter. Customer care provided support that included review of uploaded reports and engineering logs. Investigation of this case revealed out-of-insulin and low-insulin conditions, with delayed cartridge change consistent with insulin delivery interruption rather than a confirmed tubing failure. No clinical symptoms associated with hyperglycemia reported. Outcomes included no medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.